Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va25xkz, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-feb-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient stated that after he rode his bike, the insertion site of the lead was painful, it was intermittent pain. The healthcare provider (hcp) decided to do a lead revision and the rep did an impedance test prior to surgery and spoke to patient about stimulation. Impedance test was negative and stimulation was appropriately felt. The hcp removed the lead although it was not painful on day of surgery, no infection, lead intact and therapy was still appropriate. No further complications were reported.